Event description:
Patient sustained fractured wrist (displaced distal radius) fracture and underwent open reduction internal fixation approximately 1 year ago. He was seen for followup and was noted to have healed the fracture, but had residual flexor tenosynovitis.patient states that he has wrist swelling, difficulty with daily chores and pain with extreme use of wrist. Patient returned to surgery for removal of hardware. Findings intraoperatively included a healed fracture, flexor tenosynovitis, specifically of the fpl(flexor pollicis longus) and the fdp (flexor digitorum profundus) of the index finger and an almost complete rupture of the flexor pollicis longus. Hardware removed and tenosynovectomy performed.